Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. The customer switched to multiple daily injections as a backup therapy while technical support replaced the pump and updated them about using the new pump with updated software. Instructions were provided for putting the pump into storage mode and returning it via ups, and the customer understood all instructions.